Event description:
The device allegedly displayed excessive artifact each time pacing energy was delivered to the pt. According to the run report, 'while attempting pacing during cardiac arrest with lifepak 11 the tracing was so poor a true attempt at pacing could not be accomplished.' No additional info regarding the event was reported. There were no reported adverse affects to the pt. Pt outcome was not reported. The same device with attached defibrillator/pacemaker was the subject of a report of similar nature, reference medwatch report # 3015876-2000-00207.